Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("had already removed essure") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (serious criteria medically significant and clinically significant/intervention required) and malaise ("patient was having a bad time with essure"). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the medical device removal and malaise outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter provided no causality assessment for malaise with essure. Most recent follow-up information incorporated above includes: on 21-nov-2016: local health authority was added as reporter under (B)(4). Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had it removed. Medical device removal is anticipated in the reference safety information for essure. In this particular case, the reason for removal is not clear. Therefore, the causal relationship between essure removal and essure therapy cannot be excluded. This case was regarded as incident because device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("had already removed essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and malaise ("patient was having a bad time with essure"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and malaise outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter provided no causality assessment for malaise with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-may-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 646 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 2-may-2017: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had it removed. Medical device removal is anticipated in the reference safety information for essure. In this particular case, the reason for removal is not clear. Therefore, the causal relationship between essure removal and essure therapy cannot be excluded. This case was regarded as incident because device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This is a spontaneous case report received from a consumer in (B)(6) on 19-oct-2016 which refers to another female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The reporter mentioned that other consumer had already removed both essure as she was having bad time with them. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had it removed. Medical device removal is anticipated in the reference safety information for essure. In this particular case, the reason for removal is not clear. Therefore, the causal relationship between essure removal and essure therapy cannot be excluded. This case was regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information has been requested.